Event description:
Caller states that they tested on the device at 32mg/dl and retested immediately within a result of 99mg/dl. No adverse event reported. No valid quality controls were used. Requested return of suspect device and replacement was sent.